Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient reported feeling discomfort at implant site due to feeling device superficially and a pocket revision was performed. Device was placed deeper and an antibacterial envelope was used during revision. There were no complications and patient is happy with results. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the hcp confirmed the device was not explanted, but that a pocket revision was done with and antibacterial pouch and that the patient has been fine since. No further complications were reported or are anticipated.